Manufacturer narrative:
(B)(4). Unknown - unknown articular surface - unknown; unknown - unknown tibial component - unknown; 42560313517 - stem extension 3mm offset splined uncemented 17 mm diameter +135 mm length - 64523188 42556607010 - femor;al distal augment cemented size 11, 11+ 10 mm thickness - 64363700; 42556607010 - femoral distal augment cemented size 11, 11+ 10 mm thickness - 64363741. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00760.

Event description:
It was reported that the patient underwent a revision knee surgery and approximately 1 year later, the patient presented with increased pain and limited flexion. Labs and aspirations were not indicative of infection, but the patient¿s inflammatory markers were elevated. The patient was returned to the operating room approximately 2 weeks later for an open lysis of adhesions, poly exchange, extensive scar tissue debridement, lateral release, and manipulation. No purulence or signs of infection were noted during the revision. The poly was exchanged without complication, and the patient was admitted for prophylactic IV antibiotic therapy pending culture results. Upon follow up, all cultures were negative for bacterial growth, but histopathology revealed acute inflammation. The patient reported feeling better than prior to the procedure, and labs showed improvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a patient underwent a total knee arthroplasty. Subsequently, approximately 15 months later, underwent a revision with manipulation and debridement, due to an unknown infection, pain, and limited range of motion. During the investigation process a review of the femoral component, sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Surgeon states all labs are negative for infection and no sign of infection upon revision. Pathology notes acute inflammation which can be attributed to the patient¿s underlying rheumatoid arthritis, an autoimmune inflammatory disorder that changes the structure and mechanics of the joint bone and soft tissue resulting in increased and chronic scar tissue build up. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. Additionally, debridement is used to treat and resolve scar tissue that is formed to increase articular motion and increase chronic pain from arthrofibrosis. A debridement, along with manipulation is used to treat and resolve scar tissue related to range of motion and stiffness due to adhesions/scar tissue. Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.